Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6) clinical study. It was reported that during a coronary artery stenting treatment procedure a dissection was discovered with abrupt closure. The target lesion was located in the proximal left anterior descending (prox lad) artery with 90% stenosis and was 23.0 mm long with a reference vessel diameter of 3.0 mm. The physician treated the lesion with pre-dilatation using a 2.50x9mm maverick 2 balloon catheter. Following pre-dilatation abrupt closure and a grade "f" dissection was noted. This dissection and the 90% stenosis in proximal lad were subsequently treated with a 3.00 x 28 mm study stent, with 0% residual stenosis. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and clopidogrel.